Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the customer was performing diagnosis treatment which was aborted and completed by moving the patient to another room. It was reported that the system would not start. Review of the logfiles confirmed the geo-pc malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the xray cannot start application breaker and l1 was tripped which caused defect of power supply for geo pc. Fse replaced the new power supply for geo pc. After the replacement of power supply, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.